Manufacturer narrative:
An extended investigation has been performed for the reported complaint and it has been determined that there were no issues identified with the freestyle librelink application during replication that would have led to the reported issue. The customer reported signal loss. Attempted to replicate the customer's complaint using similar configurations google pixel with android 10 for app version 2.10.1.10406 and the reported issue was unable to be replicated and the system functioned as intended. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A signal loss issue was reported with the adc device in use with a samsung a71 phone with operating system version 13 and app version 2.10.1.10406. The customer therefore did no receive high/low glucose alarms and experienced sweating and drowsiness. The customer was provided an unspecified injection by a non-healthcare provider. There was no report of death or permanent impairment associated with this event.

Event description:
A signal loss issue was reported with the adc device in use with a samsung a71 phone with android 13 operating system. The customer therefore did no receive high/low glucose alarms and experienced sweating and drowsiness. The customer was provided an unspecified injection by a non-healthcare provider. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.